Event description:
It was reported that the pt experienced intermittent therapy and then therapy loss. The pt experienced return of dystonia on the left side of their body. Attempts to use alternate contacts for some symptom relief were ineffective. High impedance was noted on the right lead. The implantable neurostimulator (ins) was replaced. It was noted that the ins was removed due to not normal battery depletion and intermittent therapy. It was unk if there was an ins/wire issue present. No pt outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.